Manufacturer narrative:
Pump was received with motor error alarm during rewinding due to jammed motor gearbox. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify a33 error alarm due to motor error alarm. Unit was received with missing motor/drive support disk, missing end cap sticker, detached end cap, cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and partially broken reservoir tube lip.

Event description:
Customer called and reported that they got admitted to a hospital due to low blood glucose on (B)(6) 2017 with blood glucose below 20 mg/dl at the time of the incident. The customer was experiencing a motor error alarm and a compromised force sensor system alarm 1 to 10 days after the pump was dropped. The pump's casing popped off on the motor side. The customer was given intravenous fluids and food to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the compromised force sensor system alarm. The insulin pump will be returned for analysis.